Event description:
Device was returned for repair only. Upon evaluation, it was noted that the lugs at the distal tip had broken free from the device. Contact with the rep/hosp revealed that device was found to be not working during attempted use in the body. As the hosp was unsure of when the device became broken or the location of the very small missing pieces, co is taking the conservative approach and is filing. No pt injury was reported.